Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not recognize new batteries. Complainant indicated that there was no patient involvement in the reported malfunction.